Event description:
It was reported that this patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The patient was brought in for product testing and no noise could be reproduced. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.